Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Please describe the surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent right hip cleaning, removal of internal fixation, total hip replacement surgery on (B)(6) 2024 due to right post-traumatic femoral head necrosis and suture was used and the patient was discharged after recovery. 117 days later, the patient had wound rupture, right hip pain and limited mobility and was admitted to the hospital because of poor wound healing after the right artificial joint surgery. After admission, bacterial culture of the right hip joint fluid showed: pseudomonas aeruginosa and was diagnosed with right hip prosthesis implant infection. On the sixth day of admission, (B)(6) 2025, the patient underwent right hip prosthesis removal and replacement. The patient's wound healed well after the surgery and he is currently hospitalized for anti-infection treatment. Additional information was requested.